Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report of "fails self test" was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The customer's reports of "fails ffff" and "critical error in log" was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, defibrillation cycling, and the environmental chamber testing without duplicating the customer reports. The analog board will be replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "error ffff" message, failed self test, and critical error was observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.